Manufacturer narrative:
The echelon microcatheter has not been returned for evaluation; product analysis could not be performed. The echelon was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of echelon break during preparation. It was reported that the echelon was shaped using a plastic mandrel. The echelon was steamed for 45 seconds, then cooled in cold water where it broke. A new echelon catheter was used to continue the procedure without issue. There were no reports of patient injury in association with this event.

Manufacturer narrative:
The echelon-14 micro catheter was returned for analysis within a shipping box. The echelon-14 was measured and was within specification. Upon visual inspection, no issues or irregularities were found with the echelon-14 hub. No bends or kinks were found with the echelon-14 body. However, the echelon-14 distal tip was found to be bent and broken at the proximal edge of the distal marker band. The echelon-14 micro catheter was flushed, water exited from the broken location and distal tip. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter damage was confirmed as the distal tip damaged. The damage to the echelon-14 distal tip is consistent with damage caused by tip shaping. All products are 100% inspected for damages and irregularities during manufacture. It was noted a plastic shaping mandrel was used to shape the echelon-14 and not the shaping mandrel supplied with the echelon-14. Also, the echelon-14 micro catheter was steamed for ~45 seconds which exceeded the maximum steam time of 30 seconds. Per in the echelon instructions for use (IFU): ¿in order to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds.) Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter tip. If any damage is found, do not use the catheter.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.